Event description:
It was reported that the settings of this implantable device were completely changed due to lightning strike apparently hit the house. This time, the device remains in service. It is unknown if this is a boston scientific device, patient information is unable to be confirmed. No additional information is available at the moment. No adverse patient effects were reported.